Manufacturer narrative:
The intraocular lens remains implanted. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a purple fiber on the posterior surface of the lens. The lens insertion was normal. The purple fiber was scrapped and removed from the posterior surface of the intraocular lens by the surgeon. The incision was not enlarged. The patient is doing well. No additional information was provided to abbott medical optics.